Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported, "losing the image when being angled away from the operator." There is no report of pt injury or death.